Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. In addition the meter allegedly displayed an error 1 message and had the incorrect meter average stored in the meter memory. The complaint was classified based on the initial call recording which the medical surveillance specialist listened to. The patient did not state when the alleged product issues occurred. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issues occurred they developed the symptoms of hungry, sweating, cold and shaky, symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the patient had used the device. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged meter issues began.